Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that during placement of an embolization coil, the coil broke after approximately 2/3 of its length had been deployed. The coil was retrieved with a gooseneck snare device and the procedure was aborted. There was no reported patient injury. The patient's current status is reported to be "fine."

Manufacturer narrative:
The device was received for evaluation, without the pusher. The implant coil revealed a portion of the attachment monofilament, as it was separated from the delivery pusher. The implant was noted to be bent with a deformed secondary loop, which is likely due to being retrieved with the snare device. A firm conclusion could not be drawn from review of the fluoroscopic images provided. Based on the investigation and provided information, the complaint can be confirmed. The specific root cause of this complaint is not known.